Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see associated report(s): 0002648920 - 2018 - 00305. Report source: foreign. The event occurred in (B)(6). Customer has indicated the device(s) are in process of being returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that a discrepancy in the stability of the final construct compared to the trial construct during range of motion was identified. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the femoral head determined that all product identifiers were per specifications. Wear and tear consistent with a an approximate field age of 7 years was noted on the provisional. No further evaluation was possible with the devices provided. DHR was reviewed and no discrepancies were found. The reported event is a previously addressed design issue, and therefore the root cause has been determined to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.